Event description:
It was reported the sys failed to boot up attributed to a worn, damaged interconnect cable connection. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable connector was reseated during the svc call. The system was tested and found to be working as intended and placed back into svc.